Manufacturer narrative:
The reported field event of interrogation failure was confirmed in the lab. The cause of the rf telemetry anomaly was found to be an issue with an integrated circuit. The device was received above the elective replacement indicator (eri). Electrical testing found no anomalies and patient notifier was normal.

Event description:
The implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
Correction to b5 to include explant of device. Also h1 for serious injury.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that remote communication was unavailable on their implantable cardioverter defibrillator (ICD). Therefore the transmitter was changed, however communication was still difficult. It was unknown if any intervention took place to resolve the issue. There were no patient consequences.